Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unknown to us at this time. (B)(4).

Event description:
The customer called seeking info about our products being radio opaque or not. She said there were reports of pieces falling off during use. When pressed for more info, she said she is doing a little research on her own and would call back when she knew more. Additional info from the hospital stated that there was a c-ring issue. The vasoview hemopro c-ring came off in the pt. It was retrieved without incident. This happened two times. A third kit was used complete the procedure. There were no pt effects.